Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during the loading sequence using multiple cartridges. Customer's blood glucose was 160 mg/dl. Customer reverted to using an alternate method of insulin therapy.